Manufacturer narrative:
Device available for evaluation - additional information: type of follow up - device evaluation. Device evaluated by manufacturer- additional information the device was returned for evaluation. However, after analysis of the returned device the clinical observation could not be confirmed. As received, the implant coil was damaged, stretched and had lost its original shape with the polypropylene filament intact but it was still attached to the pushwire. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. No defects were found on the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. The product received did not match the complaint description. As a result, follow-up was conducted for additional information and to verify the correct device was returned without success. It is possible that the implant coil became stretched due to the repeated re-positioning reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil prematurely detached during coiling treatment of irregular shape small anterior cerebral artery a1 aneurysm. It was reported that the coil could not reach the desired position after repeated attempts. The physician had to withdraw the coil and the coil was found detached by itself. Another coil was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.